Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the batch record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. During a service visit opened for the reported event, the local field service engineer checked the cutting depth and performed threshold test. All tests were within specifications. No malfunction could be confirmed. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about five minutes and twelve seconds before the start of the treatment and not immediately before the treatment. The beam control check resulted in a correction of plus forty micrometers. The treatment of the patient's right eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal, thus aborting the treatment. The customer restarted the treatment afterwards. This time the beam control check resulted in a correction of plus fifty-four micro-meters. The logfile shows vacuum one time was around one minute and forty-seven seconds, the vacuum two time was around one minute and twelve seconds, the duration of the docking process was around two minutes and forty-two seconds. And the total treatment duration was around three minutes and two seconds. The surgeon lost vacuum one two times and vacuum two twice during the docking process/before the treatment. Suction ring and patient interface were docked trice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's right eye was finished successfully. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to return for investigation. No device related issues were identified based on the provided data. The investigation showed patient and/or handling related factors, that may contribute to an outcome similar to the reported event. Therefore, the case is coded as "inconclusive - other". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the creation of flap surgeon observed a vertical gas breakthrough in the right eye of a patient during refractive surgery. There are multiple related reports for this facility. This report addresses for patient¿s initials (B)(6), right eye and other manufacturer reports will be filed.